Event description:
This event is associated with the glow clinical trial (subject ID: (B)(4). It was reported that female patient underwent a breast surgery with a 255cc mentor memoryshape breast implant and experienced a breast mass an unknown side post-operatively. During the 6 year follow up visit, the patient reported having a fibroadenoma removed from their breast. It was mentioned that there was no complication with the implant. At this time, mentor has received very limited information regarding this event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The implant information was provided for both breast prostheses; however, it is unclear which is the impacted product. If additional information is received regarding the correct complaint device, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot number 6913941 device information: manufacturing date: march 23, 2015. Expiration date: march 18, 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 7350848 device information: manufacturing date: august 16, 2016. Expiration date: august 14, 2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: fibroadenoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).